Event description:
The customer reported erratic diluted human chorionic gonadotropin (hcg) quality control (qc) and one elevated patient result involving the unicel® dxi 600 access® immunoassay system. The customer performed qc on an alternate unicel® dxi 600 system and qc was acceptable. The customer performed three levels of qc and a patient pool. The customer stated one patient sample produced an elevated result of 122,400 miu/ml. The sample was retested on the original instrument and recovered a lower result of 58,771 miu/ml. The sample was then retested twice on the alternate unicel® dxi 600 system and produced a value of 136,845 miu/ml. The customer stated the result of 122,400 miu/ml was released from the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. The customer stated there were issues with pipettor #2 and to some extent, pipettor #1. The customer performs qc from 0.5 ml cups. Patient samples are collected in 12x75 mm aliquot tubes. The customer stated system event log revealed several level sense errors for sample probe over the last few days, at the time of this report. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) rebuilt precision pumps and cleaned precision valves. The fse replaced the sample probe and ensured the ribbon cable was connected securely. The fse cleaned the wash tower inserts, checked probe alignments, completed pressure sensor calibration, performed system checks and carryover test, and performed pipettor matching and low volume matching. All system verifications passed within published specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event. Beckman coulter continues to track and trend any incident related to this issue.